Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not deliver insulin as intended. During troubleshooting with tandem technical support the customer disconnected the infusion set from cartridge tubing, requested a bolus, and did not observe insulin coming from end of cartridge tubing. Customer changed the cartridge and the issue recurred. Customer's blood glucose (bg) was 387mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.